Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient experienced a rash and redness at the unspecified area. Although no healthcare personnel (hcp) visit was documented, after the event the patient's mother stated the patient self-treated with an unspecified oral prescription antibiotic and applied unspecified ointment and steroids to the area. There was no documentation of medical intervention. At the time of the call the patient's parent stated the patient was 25 weeks pregnant and was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).